Manufacturer narrative:
Product has a sturdy adhesive, not intended for sensitive skin, labeling on box disclosed this.

Event description:
On (B)(6) 2015, the consumer/end user reported that the device product tore her skin.